Event description:
The customer reported the 4k camera head is unable to be detected and color bars display. The event occurred during preparation for use, prior to a diagnostic hysteroscopy procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty cable unit. In addition, cable cut marks, focus switch deform due to water leakage, rear cover label vanished, and coupler corrosion were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the image function did not function normally due to the failure of the cable, the cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.